Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 24x4.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion and the stent was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.